Manufacturer narrative:
Customer svc sent a replacement pump to the customer. In f/u with the customer on (B)(6) 2011, she indicated that she was experiencing issues with milk leaking during pumping. She indicated that initially she both nursed and pumped to feed her baby, but after a kidney/blood infection, she stopped nursing. Currently she only pumps to feed her baby, yet she developed mastitis and she presumed that it was from ineffective drainage/emptying of the breasts. Her obgyn prescribed keflex, which has since resolved the mastitis. In clinical f/u with the customer on (B)(6) 2011, she indicated that she developed a second episode of mastitis (after initial f/u with customer discussed above) and was again treated with keflex. Customer indicated that milk continues to leak from her pump, so a different pump model was sent to the customer and f/u is on-going to ensure that the leaking issue is resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. See page 4 for a complete clinical assessment. The breast pump was returned by the customer for testing/analysis. In summary, the pump performed its intended function and met its performance specifications. Based on the fact that the pump was not out of specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Eval summary: the pump was visually examined and the following were noted: see scanned table. The pump functioned properly throughout the experiment.

Event description:
The customer reported to customer svc that milk is leaking from the accessories for her breast pump. She pumps 8 hours per day and has to clean up milk after every session. She has developed mastitis and she isn't sure if it could have been caused by the pump.